Event description:
It was reported that this right ventricular (rv) lead exhibited high threshold measurements and high pacing impedance measurements of 1,255 ohms. Surgical intervention was undertaken. The lead was surgically abandoned and replaced with a non-boston scientific rv lead. No additional adverse patient effects were reported.